Event description:
Pt was being treated in outpatient physical therapy dept. Pt had been doing a backwards run with the sportscord. (Cord had been previously stretched to this same point numerous times without incident with this same pt/treatment). The cord broke at an unusual place. The rubber did not appear to be worn or stretched. The cord snapped back and hit pt in lower abdomen, groin & thigh area. This is now the third occurrence of the cord breaking this year.